Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. In this case, minimal information regarding this event was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the stenosis remains indeterminable. If new information becomes available, a supplemental report will be submitted. This device is not available for return and evaluation as it remained implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 19 mm valve, implanted for approximately 14 years and four (4) months underwent a valve-in-valve procedure due to aortic stenosis. A 20 mm transcatheter valve was implanted. A balloon was used to crack the surgical valve to achieve a better post tavr gradient. Patient was reported to be stable and in recovery.

Manufacturer narrative:
Based on the available information, the report of stenosis was likely impacted by the patient factors and the progression of the patients underlying valvular disease pathology.

Event description:
Edwards received additional information through follow-up with the health care provider. It was reported that this patient with a 19 mm valve, implanted for approximately 14 years and four (4) months underwent a valve-in-valve procedure due to severe aortic stenosis. A 20 mm valve was implanted. A 20mm balloon was used to fracture the surgical valve to achieve a better post tavr gradient of 5mmhg. Patient tolerated the procedure well and was discharged in home with services on post-operative day seven.